Event description:
During a follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
B3: the estimated event date is (B)(6) 2024.

Event description:
Additional information was received that provocative testing was performed and the noise was not reproduced. All measurements were acceptable. No intervention was performed. The patient will continue to be monitored.